Manufacturer narrative:
The failure analysis technician evaluated the vela front panel assembly and could not duplicate the reported issue of the ventilator not ventilating. The unit powered up in operation mode and gave satisfactory output at 48 volts (direct current).the unit was run for 2 hours with external heat applied with the battery indicator charging. Unit continued to operate. The root cause could not be determined. The unit will be sequestered and available for any further investigation for at least 90 days then will be disposed. The failure analysis technician evaluated the vela front panel assembly and could not duplicate the reported issue of the touchscreen not being responsive. There is no visible water ingress or damage to the touch screen or front panel. The light emitting diode (led) backlight of touch screen is likely failing. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Field service evaluated the unit, however he was unable to duplicate the reported event. As a precaution, he replaced the power supply, the main printed circuit board assembly, and the front panel assembly. He then calibrated the fio2 and exhalation valve. The checked the unit via extended system testing and operational verification testing, before returning it back to the customer. The unit was meeting all manufacturer specifications.

Event description:
The customer reported a unit that went completely shut down (delivering no flow), within less than a minute after they attached it to the patient. All leds were also completely blank. The patient was removed and placed on an alternative unit. The nurse did not note whether the unit alarmed or not during this incident. Field service was dispatched to evaluate the unit.

Manufacturer narrative:
The carefusion failure analysis technician examined the main pcba coldfire and found no problems. Pcba was installed into a known good vela test vent and was tested per the vela ventilator service manual. Unit was operated for 20 hours and it operated within specifications. The event log contains ac power, on battery power, high pip and high rate alarms. The event log contains no vent inop alarms. Could not duplicate, vent inop, complaint allegation.